Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the video controller and the power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system was unable to display live images intermittently. No patient injury was reported.